Manufacturer narrative:
Additional information received by medtronic on 2025-dec-16 confirmed that the first date that a medtronic employee was made aware of this event was 2025-nov-05, not 2025-nov-07 as entered in the initial report. Additional information received by medtronic on 2025-dec-16 was also reflected in the following sections: b3, b5 (second paragraph), d4, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, on the first deployment attempt, an infold was observed. The valve was recaptured and re-deployed. Subsequently, the infold was more visible. The system was withdrawn and replaced with new devices. Implantation was successful. Additional information was received indicating the following: a misload was not identified during the valve loading process; a procedural delay occurred as a result of the infold; and according to the physician, the patient's calcified annulus contributed to the infold.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, on the first deployment attempt, an infold was observed. The valve was recaptured and re-deployed. Subsequently, the infold was more visible. The system was withdrawn and replaced with new devices. Implantation was successful.